Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/17/2020. A manufacturing record evaluation was performed for the finished device batch pej602, m872519 and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/03/2020. Device evaluation summary: one hundred seventy-eight samples of product code m8725, lot # pej602 were returned for analysis. A functional test was performed to thirty-two samples and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to results of the functional test, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific information regarding quantity of devices has been provided. The following information was requested, but unavailable: please provide specific number of devices which failed in this procedure. =>no further information is available. Of the devices which failed in this procedure- how many sutures broke? =>no further information is available. How many needles pulled off? =>no further information is available. Did all the devices fail during actual use on patient? If no, please explain when did each device failed; in the package/ during dispensing (before use on patient) or during suturing (actual use on patient). =>no further information is available.

Event description:
It was reported by the sales rep that during a cardiovascular procedure some sutures were broken easily. There were no adverse consequences to the patient. Additional information was requested.